Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate results. The exact meter readings were not available. This complaint is being reported because the meter readings may not have met lifescan's criteria for precision and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.